Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system were > 200 ohms since the patient's generator change five days earlier. The shock lead impedance was programmed in the triad configuration and there was no fluctuation with pocket manipulation. Impedances were checked in the other available vectors and those yielded > 200 ohm impedances as well. It was suspected there was a distal coil connection issue as that coil was common to all vectors. Additionally at this appointment, the patient's pacing mode was reprogrammed from vvir to ddd as the patient was in sinus rhythm and was having symptoms due to the single chamber pacing. Further information was received that surgical intervention was performed and the rv lead was capped; it was noted there was a conductor fracture with the lead. A new rv lead was implanted and this same generator remains in service. No other issues have been reported and no additional adverse patient effects were noted.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies and verified that the leads were fully inserted into the header as evidenced by lead seal ring marks in the header ports. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was explanted over two years later for a reason unrelated to this observation.